Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence; urethral atrophy was present and was suspected to be the cause of the incontinence. The device was explanted and replaced; a smaller cuff was used. There were no further patient complication reported.